Manufacturer narrative:
The event reportedly occurred "approximately 2 weeks prior." Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported three (3) exactamix 500 ml eva tpn bags leaked from the middle port. The leaks were discovered prior to patient use and the devices were filled with tpn (total parenteral nutrition). There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was manufactured between 12 sep 2017 and 13 sep 2017. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.